Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports a visual exam was performed and it was observed that here was hole/tear on the inflation line area. The failure of the inflation line is likely due to touching a hot object. The complaint was confirmed; however, a root cause could not be established.

Event description:
It was reported that "a hole was found on the inflation tube during an inflation test. Therefore, a new unit was opened instead". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "a hole was found on the inflation tube during an inflation test. Therefore, a new unit was opened instead". No patient involvement reported.